Manufacturer narrative:
Initial and final MDR 1883831- MDR 3003442380-2024-07443- device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that three infusion set tubing was leaking due to which hyperglycemia occurs after 7 hours of use. High blood glucose level was displayed high and treated by correction injection via mdi. Patient replaced infusion set and resumed insulin successfully. No further information was available.